Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.

Event description:
Information received indicates when the brake is engaged the caster will hold, but will continue to swivel.